Event description:
It was reported that during an unknown procedure, the surgeon used a new device when clipping the cystic artery. Neither the trigger nor the jaws would open after firing. Then the jaws of a new device would not open after clipping on the artery. The devices were removed by using strong surgeon hands to break the handle of the devices. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.